Event description:
Event description guidant received information that this ventricular positive fixation lead exhibited a loss of capture, even when the implantable pacemaker (ipm) was programmed to maximum ouptut.